Manufacturer narrative:
Additional information was added to h6 and h10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a during use of a vial-mate adapter, a vial ruptured. This was observed when connecting the adapter to zosyn and ertapenem for reconstitution. There was no patient involvement. No additional information is available.